Manufacturer narrative:
Device evaluation. The device evaluation could not be completed as the zilver flex device of c2014954 lot number and zfv6-125-6-4.0 or photographic evidence of the device was not returned for evaluation. This file was created in response to the attached pmcf study. Manufacturing records. Prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label. As per the instructions for use, ifu0058 which informs the user about the potential adverse events "that may occur include, but are not limited to: abrupt stent closure, allergic reaction to nitinol, amputation, angina/coronary ischemia, arrythmia, arterial aneurysm, arterial rupture, arteriovenous fistula, atheroembolization (blue to syndrome), death, embolism, fever, hematoma/hemorrhage, hypersensitivity reactions, , hypotension /hypertension, infection/abscess formation at access site, intimal injury/dissection, ischemia requiring intervention (bypass or amputation of toe, foot or leg), myocardial infarction, pseudoaneurysm formation, pulmonary embolism, renal failure, restenosis of the stented artery, septicemia/bacteremia, stent malposition, stent migration, stent strut fracture, stroke, spasm, tissue necrosis, worsened claudication/rest pain.¿ it should be noted that the instructions for use (ifu0058) lists restenosis of the stented artery as a potential adverse event. Image review. An image was not returned for evaluation. Root cause analysis. A definitive root cause could not be determined from the available information. A possible root cause can be attributed to the non-cook stent occlusion (deployed proximally to cook stent) which would have impacted the blood flow and subsequently have led to cook stent occlusion as well as the patient¿s pre-existing conditions. Study stent-related occlusion would also have to be taken into consideration . Restenosis of the stented artery is also listed as a known potential adverse event within the IFU and is a common adverse event of endovascular procedures that can be caused by injury to the vessel (e.g. During percutaneous transluminal angioplasty (pta) and/or stenting). Vessel injury provokes an inflammatory response that can lead to or amplify the restenosis process. Confirmation of complaint. Complaint is confirmed based on customer and/or rep testimony. Corrective action/correction. According to the initial reporter, there was compensated no-flow in study stent in the left sfa, the issue was resolved on the (B)(6) 2025 and the patient was discharges on (B)(6) 2025. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 11-sep-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Site indicated the following: ¿patient again had compensated no-flow in study stent in the left sfa (apparent at scheduled routine 12-m-fu) with worsening of pain free walking distance during the last weeks (above 500m distance). Vascular surgery was consulted as per hospital sop. Pt. Wished endovascular therapy and an elective procedure was agreed upon for (B)(6) 2025 with start of intraarterial lysis therapy. Additionally, since this was another re-stenosis event, additional clopidogrel was started. For notice: another non-study zilverflex stent proximal to the study stent was partly damaged by rotational atherectomy jetstream with extended blades (3.4 mm) which was covered via a stent-graft and led to no further complications, re-intervention was extremely difficult due to difficult movement and steering of the materials (cross over access via the contralateral groin) and difficult anatomy. Uneventful post procedure course discharge on (B)(6) 2025.¿ site indicated probable related to the study device: ¿occlusion was visualized proximal of the study device. Of course the study stent itself and distal following parts were also completely occluded.¿ resolved on (B)(6) 2025 and patient was discharged on (B)(6) 2025.